Event description:
It was reported that during a percutaneous coronary intervention (pci), withdrawal resistance was encountered. The 99% stenotic, non-calcified lesion was located in the moderately tortuous left anterior descending (lad) artery. The 1.5mm x 15mm apex balloon catheter was inserted into the guide catheter and resistance was encountered. Resistance while tracking the balloon catheter over the guide wire was also encountered. Difficulty withdrawing the balloon catheter was encountered, due to resistance. After the balloon catheter was removed from the guide catheter, it was observed that the balloon was elongated. The procedure was completed with a different device. No complications were reported. The patient's condition was reported as "good". This product is only ous approved but similar to a marketed us device.